Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water leak in an arctic sun device. Per review of wo on (B)(6)2024, patient was not affected. Per sample evaluation results received via task on (B)(6)2025, it was reported that the device did not give any flow due to an algae blockage. Flow issue due to circulation pump problem and there was a fill tube problem (replaced).

Event description:
It was reported that there was a water leak in an arctic sun device. Per review of wo on 16dec2024, patient was not affected. Per sample evaluation results received via task on 13feb2025, it was reported that the device did not give any flow due to an algae blockage. Flow issue due to circulation pump problem and there was a fill tube problem (replaced).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is algae causing blockage. The device was evaluated upon receipt. Tested the equipment in manual mode, it does not give any flow, so it neither heats or cools the water. Tried to drain the water, there was no way. Removed algae. The device was tested and calibrated and it worked correctly. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Chapter 7 ¿ maintenance and service cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. A DHR is not required as the reported event is a use-of-device failure and therefore the reported event is not manufacturing related. Correction: e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.